Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose se device with a 7fr sheath after a peripheral interventional procedure. Reportedly, the clip misfired. When the device was removed from the patient anatomy, the clip was located on the distal end of the device; however, the clip was no longer on the device at time of shipment. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The starclose se instructions for use, patient selection: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - device was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the starclose se device was deployed in a moderately calcified artery. The starclose se instructions for use states, do not deploy the clip in areas of calcified plaque. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.